Manufacturer narrative:
The device is not available for evaluation in house it was reported to be discarded. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hot and was leaking saline. Probable root cause for equipment leaks and flow too high: material/design error; constant irrigation flow is not maintained leading to limited field of view; stopcocks in improper configuration; large anatomy; missing o-ring; damaged or deformed o-ring; pump malfunction (motor, control board, harness, power supply, battery, or cassette); clogged tubing; user error. Probable root cause for overheating: material/design error; user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction irrigator motor continued running after device was unplugged from suction. Device became very hot and was leaking fluid that appeared to be saline. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the suction irrigator motor continued running after device was unplugged from suction. Device became very hot and was leaking fluid that appeared to be saline. Therefore, there was a thermal event.